Event description:
Postoperative diagnosis: right total hip revision for infection following primary tha.

Manufacturer narrative:
Patient identifier: (B)(6). An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Postoperative diagnosis: right total hip revision for infection following primary tha.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 502-03-54e, primary tritanium hemi cluster hole cup 54mm, lot code: mlr892. Cat. No.: 6570-0-036, delta v-40 ceramic head 36/-5, lot code: 41332501. Cat. No.: 6721-0435, size 4 accolade ii 127 deg, lot code: 41386706. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.